Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed due to an internally shorted inverting charge pump on the ca board. Upon investigation the monitor was unable to complete detect and treat or baseline testing due to the defective component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.